Event description:
It was reported that the drill was overheating at the handle while being prepared for a procedure. Another drill used to complete the procedure completely. There was no delay in the procedure. There was no burn or injury to the pt or user in this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. The handpiece had a corroded rotor and driveshaft. It is likely that the corrosion caused rotor rub, which resulted in the device overheating. The DHR was reviewed and this device met specs when it was released. There were no design changes, nonconformance documents, or reworks associated with the product in this complaint or within two weeks of its manufacture that could have contributed to the failure.